Manufacturer narrative:
The customer obtained non-reproducible, discordant negative vitros anti-hiv1+2 results from a single patient sample on a vitros eci immunodiagnostic system when compared to reproducible, reactive vitros ahiv 1+2 results obtained from a second sample collected from the same patient. Additionally, the patient is known to be (B)(6). A definitive cause could not be identified, and the event was isolated to a specific patient sample. From the limited information provided, there is no evidence an instrument or reagent issue contributed to the event. However, as insufficient historical quality control data was provided, and adequate within run precision testing was not performed to evaluate instrument performance, neither a reagent or instrument issue can be ruled out as a contributing factor. In addition, the investigation could not determine if the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor.

Event description:
The customer obtained non-reproducible, discordant negative vitros anti-hiv1+2 results from a single patient sample on a vitros eci immunodiagnostic system when compared to reproducible, reactive vitros ahiv 1+2 results obtained from a second sample collected from the same patient. Additionally, the patient is known to be (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The discordant, negative vitros anti-hiv1+2 result was reported outside of the laboratory, however; the result was questioned by a physician. A corrected report was issued and there was no report of patient harm as a result of this event. (B)(4).